Event description:
It was reported that an expired curette was used during a kyphoplasty procedure. There was no adverse patient effect reported. The procedure was completed successfully and the patient status is good. The curette was from hospital stock. No further information was reported.

Manufacturer narrative:
Method - followed up with company representative.